Manufacturer narrative:
Initial.

Event description:
It was reported that glucose readings from a dexcom g7 continuous glucose monitor (cgm) sensor temporarily did not display on the ilet pump or ilet app while readings continued on the dexcom app, consistent with an intermittent communication failure; the user noted likely pressure on the arm with the cgm during sleep, and the readings resumed after a brief reconnection. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communication disruption between the cgm transmitter and the ilet, consistent with transient signal loss without evidence of software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user environment or connectivity-related factors.